Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Conclusion: the actual device involved in this event was returned for evaluation. The evaluation found shard penetration.

Event description:
It was reported that a patient underwent a procedure to close a scalp laceration on (B)(6) 2014 and topical skin adhesive was used. When the emergency room physician squeezed the vial, the glass portion shattered. Another like device was used to complete the procedure. There was adverse patient consequences.